Manufacturer narrative:
(B)(4). Customer mentions that they are using the f+p mr480 dual limb system. The expiratory heater is warm to the touch. Suggested swapping humidifiers as the issue is most likely the humidifier or atmosphere.

Event description:
Customer says the clinician claims that the unit had excessive rainout in the expiratory tubing while on a patient and the unit was swapped. There was no patient injury.